Manufacturer narrative:
H6: investigation summary: the actual product was not returned and photo representation could not be provided for investigation. A review of the device history record (DHR) could not be performed since the lot was unknown. A review of non-conforming material report (ncmr) for the reported container was performed for the past 12 months and there were no related issues recorded that may cause an injury by the manufacturer for the part number. A customer update on this complaint was provided but could not be confirmed after a follow up for additional clarification of the issue. The end user stated to have had their hand caught during the closing of the lid, not cut, however there was not a confirmation that an injury did not occur with this product. An investigation was performed as due diligence for a possible injury that may have occurred during use with the collector, but without a picture or sample evidence the issue cannot be confirmed. The current molding process was checked and found to be within specification, with possible flashing, or possible sharp edges removed properly. 60 lids were evaluated from the current inventory and no issues were found for any, no sharp edges, and all meeting specification. There were no issues found related to the manufacturing that could lead to any issue of a hand or finger cut.

Event description:
It was reported that the lid would not attach properly to the sharps coll can chemo 19 gal gasket top before use. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "the lid on 72l red bd sharps #305139 was not attaching properly to the bin. To properly attach required extra force and effort on the lid, exposing the hand and fingers to injury. The bottom edge of the lid caused the end user to 'cut' a finger during attachment." "1. Correction -- the end user did not cut their hand on the lid. The end user had their hand caught during the closing of the lid, while using the foot pedal mechanism on the bd trolley xl w/pedal(#305093; sample order slr #00216071) 2. The end user clarified that they may have stepped too firmly on the pedal, and then released too soon before pulling their hand away, causing the lid to ¿snap shut¿."

Manufacturer narrative:
OEM manufacturer: (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the lid would not attach properly to the sharps coll can chemo 19 gal gasket top before use. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "the lid on 72l red bd sharps #305139 was not attaching properly to the bin. To properly attach required extra force and effort on the lid, exposing the hand and fingers to injury. The bottom edge of the lid caused the end user to 'cut' a finger during attachment." Correction: the end user did not cut their hand on the lid. The end user had their hand caught during the closing of the lid, while using the foot pedal mechanism on the bd trolley xl w/pedal (#305093; sample order slr #00216071). The end user clarified that they may have stepped too firmly on the pedal, and then released too soon before pulling their hand away, causing the lid to ¿snap shut¿."